Manufacturer narrative:
Item number was not provided to smith medical.

Event description:
It was reported that the smiths medical cadd cassette will not attach to pump without double beeping and no disposable clamp tubing alarms. A piece of plastic was found sticking up on the top of the tubing from cassette inner bag. The patient's husband trimmed off the piece of plastic between the bridge and the green button and was able to attach the cassette to the pump and start it without alarm. No further details provided. No adverse effects reported.